Event description:
Medtronic received information regarding a navigation device being used for a balloon sinus dilation procedure. It was reported that the balloon tracker would not track when trying to use it. The procedure was completed by using backup products. There was no delay and no impact on patient outcome.

Manufacturer narrative:
H3/h6: the balloon seeker was returned and analyzed. Analysis found that the seeker would not track when connected to a known good system and displayed red status only. A check of the electromagnetic (em) interface showed that both coils were dead. Codes b01, c02, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.